Event description:
It was reported that the patient, who had an inflatable penile prosthesis (ipp) device, had an infection. The entire ipp device was explanted, and a new ipp device was implanted. There were no further patient complications.

Manufacturer narrative:
Based on additional information received, it has been determined that this report is a duplicate to manufacturer report number 2124215-2024-63140. All relevant information regarding this event will be captured under manufacturer report number 2124215-2024-63140.

Event description:
It was reported that there was a device problem with the artificial urinary sphincter (aus) device. The aus reservoir was explanted, and a new reservoir was implanted. There were no patient complications.